Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during a coil embolization treatment, the coil was pushed and pulled into the aneurysm approximately 2-3 times. The coil then stretched and detached. The coil was successfully retrieved with a snare device. There was no reported patient injury or health damage.